Event description:
Customer reports patient's left arterial line "stopped working" less than 24 hours after insertion. The line was placed in the or and patient moved to cvicu post surgery. No further details were available about how the device stopped working. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and a non-arrow connector assembly for analysis. The arterial catheter will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the catheter body contained snake-like bending across the body; however, none of the bends were distinct enough to be considered kinks. The bending does not affect the functionality of the catheter. No other defects or anomalies were observed. The entire catheter body length (per measurement a in the catheter graphic) measured 6 1/16" which is within the specification limits 5 7/8"-6 1/8". The catheter body inner diameter measured .027", which is within the specification limits of .027"-.029" per the catheter extrusion graphic. The catheter body outer diameter measured .045" which is within the specification limits of .044"-.046" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to the catheter. The plunger was compressed, and water was observed exiting out of the distal end. No blockages were encountered. Performed per IFU statement , "maintain catheter patency according to institutional policies, procedures and practice guidelines". The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a blocked catheter was not confirmed through complaint investigation. Visual analysis revealed that the catheter body contained snake-like bending; however, none of the bends were distinct enough to be considered kinks. The catheter also met all relevant dimensional and functional requirements. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports patient's left arterial line "stopped working" less than 24 hours after insertion. The line was placed in the or and patient moved to cvicu post surgery. No further details were available about how the device stopped working. No patient harm was reported. The patient's condition was reported as fine.